Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The sensor board needs to be replaced and the device was returned unrepaired as per the customer.

Manufacturer narrative:
On previously submitted report section "describe event or problem" was incorrect. It should be - the manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board needs to be replaced and the device was returned unrepaired as per the customer.